Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had post-reset ram crc alarm as well as unexpected restart happened.. No harm requiring medical intervention was reported. Customer stated that he had not used the insulin pump in about 4 months. He customer was assisted with troubleshooting. Customer reports they were unable to clear the alarm. Customer was able to rewind the insulin pump. The device will not be returned for analysis.